Event description:
It was reported that a small volume folfusor underinfused medication during infusion. The device did not deliver the complete medication dose during the expected therapy time as it was observed that residual medication remained in the device after the expected therapy time of 48 hours and 30 minutes. The device was delivering morphine during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). H4: the lot was manufactured between october 30, 2023 - november 1, 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and it was noted that the flow rates were found to be within the product specification range. The folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.